Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer's blood glucose (bg) level was 52 mg/dl. The customer confirmed that the low bg was due to miscalculating a bolus delivery for a shake consumed. The customer drank some juice to address the low blood glucose level.